Event description:
The user facility reported that their 16 inch century sterilizer was leaking a large volume of water, out of the right corner, while running test cycles. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and that the heat exchanger and associated venture required replacement. The technician replaced the heat exchanger and venture. A test cycle was performed, the unit was confirmed operational and returned to service.